Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) display was broken. It was also indicated that both case halves and two screws were contaminated, the keypad window was scratched, encoders were rusted, and main seal were pinched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom screen of the external pulse generator (epg) was cracked. The epg was returned for service. There was no patient involvement.